Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical tests. Found battery terminal hardware failure. Most of the studs that tighten the hardware to the terminals broke and spun. Replaced new hardware and all batteries. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The battery connector was returned to the manufacturer for analysis. Investigation confirmed reported problem "could not reconnect to batteries". Broken battery connector. The hardware investigation found that reported event was related to a mechanical failure; connector was broken. No other parts returned for analysis as they were discarded by the site and will not be returned to manufacturer. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported a battery terminal hardware failure with the imaging system found during planned maintenance (pm). There was no patient present when this issue was identified.